Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last five months the right ventricular (rv) lead exhibited three hundred and thirty one short v-v intervals were reported. During a device change out, the physician decided to keep the lead implanted because it was tested electrically with isometric movements and nothing yielded oversensing or noise on the electrogram. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.